Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had pollakiuria and went 14 times a day. The event started between (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. No intervention was taken or planned. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved on (B)(6) 2015. The event was assessed as not serious, not linked to the procedure and linked to stimulation. The patient was alive with no injury. The patient's indication for use is idiopathic functional incontinence since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.